Event description:
A home pt contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during drain 3/5 of his automated peritoneal dialysis therapy. Reportedly, the home pt disconnected his transfer set from the pt line of the homechoice set. The pt then reconnected to the set-up and received the alarm. Baxter's technical service center assisted the home pt in ending the therapy early. The home pt discontinued therapy for the evening. No pt injury or medical intervention was associated with this incident per the home pt.